Event description:
The mother of the pt called stating that she purchased tampons for her daughter. Her daughter used one of the tampons and it had been in place for about 15 minutes when she had what appeared to be an allergic reaction. The mother reported her daughter was feeling sick to her stomach and then became red all over almost as if she had a sunburn, and was itching badly. The mother gave her benadryl at home and then took the daughter to the local emergency room. The attending physician confirmed an allergic reaction and discharged the daughter after giving her additional benadryl. The mother reported that the allergic reaction diminished and her daughter recovered without further complication.

Manufacturer narrative:
The device history record (DHR) was reviewed and there were no findings of any issues potentially related to the reported issue. Only approved materials and processes were used during manufacturing and there were no reports of contamination. A review of complaint records show no other reports of allergic reaction or irritation associated with this lot of tampons. No assignable cause could be identified. If further info becomes available, a follow-up report will be issued.